Event description:
The customer reported hearing a squeaking sound while the autopulse platform (sn (B)(6)) was in use during the patient call. After the device was restarted, fault code 16 (timeout moving to take-up position) and user advisory (ua) 45 (not at "home" position after power-on/restart) were displayed. The customer had access to another autopulse platform and continued patient compressions using the alternate device. No consequences or impact to the patient were reported.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The reported complaint for the autopulse platform (sn (B)(6)) displayed a fault code 16 (timeout moving to take-up position) message was confirmed during review of the archive but not during functional testing. A significant amount of blood ingress was identified within the device. Contamination of the circuit boards and the brake gap are likely to have contributed to the observed fault 16. Due to the associated infection risk, further functional testing could not be performed. The likely root cause of fault 16 was due to a large amount of blood contaminating the drivetrain and the brake gap. The customer reported user advisory (ua) 45 (not at "home" position after power-on/restart) message was confirmed during review of the archive, but not during functional testing. The root cause of the ua45 error was the driveshaft not being at the "home position." The error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The reported complaint of a squeaking sound during use of the autopulse platform could not be confirmed, as no functional testing of the platform was performed. The abnormal sound was likely caused by the blood contamination of the drivetrain and the brake gap. The archive data indicated fault 16 and ua45 errors, confirming the reported complaint. The platform was powered on to retrieve the archive data logs; however, the functional testing of the platform was not performed, as a significant amount of blood ingress was observed within the device. Zoll is awaiting the customer's decision on device disposition or a potential upgrade to the new nxt platform. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was found for the autopulse platform with serial number (B)(6).